Event description:
It was reported that during a colonoscopy procedure, the wire of the device detached inside the pt. Forceps were used to remove the wire. An evaluation of the returned product found that the snare loop assembly, including the loop coupling, had detached from the device's inner cable. The loop was badly kinked and kinks were detected in the outer sheath and inner cable. The inner cable was capable of being advanced and retracted via the handle assembly.